Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The download log showed a 1 hr gap during the incident date. Run receiver functional tests, pass all relevant testing. Perform 2 hr calibration and pairing for 4 hrs, pass. Open receiver case for internal visual inspection, pass. The reported event of a loss of connection was confirmed. The root cause could not be determined .